Event description:
A report was received that the patient underwent a lead explant due to high impedances. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue, possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables.

Event description:
A report was received that the patient underwent a lead explant due to high impedances. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
.